Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the vital stand of the earlyvue vs30 is broken. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that the role stand is defective and need to be replaced. The rse placed a warranty supplies replacement request for the customer. The replacement role stand was sent to the customer and the customer has assumed the repair responsibility. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.